Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2014). At the time of the report, the pelvic pain, infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, infection and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pain and infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "abdominal distension was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2014). At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pain and infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a lot of pain') and infection ('infection') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2014). At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pain and infection". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.